Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a leak between an unknown patient connector and female connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leaking from the female connector of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.